Event description:
Pad-paks have failed and do not provide power. There was no patient involved in this event.

Manufacturer narrative:
The DHR for pad-pak lot a3262 was reviewed and revealed the returned pad-pak was 1 of (B)(4) manufactured on the 24th april 2019, 199 of which were sent to heartsine llc on the 27th november 2019. Upon investigation, measurements taken on the pad-pak confirmed the batteries to be depleted beyond any use. Consistent depletion was observed on all battery cells, indicating they had been depleted by an external load. Further information was requested on the 9th november 2020 as to what device the pad-pak was used in and whether it was still displaying a green status indicator with a replacement pad-pak. A saverevo download file was also requested to aid the investigation , these were not provided, and no AED was returned for investigation. The reported fault could be attributed to any number of factors, such as the storage conditions of the device. However, these could not be established, therefore the root cause could not be determined.

Event description:
Pad-paks have failed and do not provide power. There was no patient involved in this event.